Manufacturer narrative:
Device evaluation summary: upon receipt at medtronic¿s quality laboratory, visual inspection shows evidence of some damage and a crack along the bottom of the qb-inlet port. Device appears to have been primed. Reason for return was confirmed. Conclusion: the complaint is confirmed for cracks/damaging on the inlet port of the ap40. Performed device history check with no anomalies detected. Product analysis for this event confirmed the cracks/damaging on the inlet port of the ap40. There is a potential this is caused by the supplier. This is not an assembly or kerkrade handling related issue. Unable to determine where the crack has been caused. No CAPA initiated. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of a custom tubing pack, during the preparation of the heart and lung machine before the operation, the customer found damage in the inflow venous part of the custom tubing pack, when the product was unpacked. The device was replaced. There was no patient impact associated with this event. Additional information: there was no damage to the packaging and there was no other devices in the same shipping box.